Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info. Device #1 fox sv pta catheter (part# 821645401, lot# 574698) is being filed under medwatch mfg report number 9710478-2009-00128.

Event description:
Device #2 malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a dilatation in a heavily calcified restenosed shunt, the fox sv balloon ruptured at 6 atmospheres during the first inflation. Another fox sv balloon was used but it ruptured at 10 atmospheres during the first inflation. There was no adverse pt effect. No add'l info was provided.